Manufacturer narrative:
The returned scs-linear leads (sc-2218-50 sn (B)(6)) was analyzed and the visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the fractured cables. With all the available information, boston scientific concludes that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned scs-linear leads (sc-2218-50 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the explanted lead was returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17139930.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.